Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's girlfriend reported that the patient had a skin irritation. During a follow up the girlfriend reported that the doctor prescribed a hydrocortisone cream. She reported that they had not yet used the cream but the rash was improving. No allegation of a device malfunction.